Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted blood within the helix housing and an arc mark on the proximal end of the distal shocking electrode. In order for this arc mark to have been incurred, the lead¿s distal end would have had to have been in close proximity with the device case. This evidence confirms the allegation that the lead dislodged and wound around the device due to twiddler¿s syndrome.

Event description:
Boston scientific received information that the codes that were exhibited in this event were actually 1004 and 1007. Code 1003 was never declared.

Manufacturer narrative:
This rv lead will be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was wrapped around the patient¿s implantable cardioverter defibrillator (ICD). Due to the dislodgement, the ICD delivered inappropriate therapy which led to the declaration of code 1003 and 1007. The shock was delivered into a low out of range shock impedance measurement of less than 12.5 oms. Additional information indicated the patient may had been a twiddler and the helix of the rv lead likely had not been properly secured in the heart when it dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.